Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient reported that one of their leads, the exact product was unspecified, had broken and was replaced. No additional adverse patient effects were reported. The field representative was contacted for additional information and at this time, no further information has been made available.